Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil return valve tightened to resolve the haze/mist issue. Unit meets specifications and was returned to service on (B)(6) 2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The likely assignable cause of the haze/mist/vapor issue is due to the oil return valve being loose. The field service engineer tightened this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.